Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 8 months post procedure, patient had elevated echo gradients post procedure and invasive pressure gradient measurements demonstrated elevated transvalvular gradients. The patient had nyha class ii-iii symptoms. Therefore, a post-dilatation was performed, good expansion of the valve was achieved'', and ''as per medical opinion, the valve was underexpanded, annular calcification limited valve expansion''. In this case, under expanded valve can obstruct blood flow across the valve resulting in increased gradients. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported, it was a case of a 23mm sapien 3 valve, in aortic position. Approximately 8 months post procedure, patient had elevated echo gradients post procedure and invasive pressure gradient measurements demonstrated elevated transvalvular gradients. The patient had nyha class ii-iii symptoms. Therefore, a post-dilatation was performed and good expansion of the valve was achieved. During the recovery period, the patient developed tamponade and subsequently expired. The autopsy did not find annular rupture, however a hematoma was found around the left main coronary artery. As per medical opinion, the valve was under expanded, annular calcification limited valve expansion. The cause of death is presumed to be because of the late post-dilation procedure. The post-dilation balloon was not an edwards product.